Event description:
It was reported that the customer was hospitalized due to high blood glucose of 444mg/dl. It was stated that the customer passed out on the floor of his home and he was unresponsive when the paramedics were called and took him to the hospital. It seems that he had a stroke. Troubleshooting was performed. The time, date, and basals were correct. Reviewed the alarm history and found several battery alarms and empty and low reservoir alarms in different days prior to his admission. Checked the bolus history and noticed that the last bolus was performed three days before the event. The nurse stated that it appeared that the customer has been lying on the floor for a couple of days before being found. The customer's most recent blood glucose reading was 161mg/dl, but he is disconnected from the insulin pump. The nurse stated that the device did not have battery at the time, but a new battery was inserted ant the time/date were set up. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.